Event description:
Customer states: "during insertion of a supra pubic tube, physician had difficulty sliding outer sheath off. Upon pulling back, the tube fractured leaving a portion of tube in the pt's bladder. Pt underwent cystoscopy for tube retrieval, unsuccessful due to pyridium. Foley inserted without difficulty and urine drained. Using fluoroscopy, physician unable to visualize tube. CT scan showed position and pt underwent open surgical procedure for removal of tube. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).